Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined assistance from technical support, therefore no additional information was received regarding any further actions or outcome of the event.